Manufacturer narrative:
Date sent to the FDA: 01/24/2020. The manufacturing records could not be reviewed as the batch number is unknown. Additional h-3 summary: one photo was provided for analysis. Upon visual inspection of the picture, a labeled winding former of product code vcp316 appears to be empty. However, no conclusion could be reach on how this happen as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture strand detached from the swage of the needle. There were no adverse patient consequences. No additional information was provided.